Manufacturer narrative:
Device evaluated by MFR: the crimped stent was detached from the device and attached to a bsc catheter balloon device. The bsc balloon catheter was returned within a guide catheter with the complaint device stent. The complaint device stent was damaged, with the entire length of the stent deformed and stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the tortuous right coronary artery (rca). An unspecified guide catheter was advanced to the lesion. A 3.50x24mm promus premier stent was selected and advanced to the lesion; however it was noted that the stent was caught on the calcified lesion. The stent came off and was fully detached from the balloon in the guide catheter. The stent was retrieved and the procedure was ended. No further patient complications were reported and the patient's status was fine.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the tortuous right coronary artery (rca). An unspecified guide catheter was advanced to the lesion. A 3.50x24mm promus premier¿ stent was selected and advanced to the lesion; however it was noted that the stent was caught on the calcified lesion. The stent came off and was fully detached from the balloon in the guide catheter. The stent was retrieved and the procedure was ended. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is combination product. (B)(4).